Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer initially reported complaint for error message (e-5). During the call, a back-to-back blood test was performed by the customer fasting and produced e-2 error message and test result of hi using true metrix meter. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 10/31/2026 and the product is stored according to specification; customer stated she is using the product for the first time on the day of the call. The meter memory was not reviewed for previous test result history.